Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Concomitant products: saline mentor smooth round moderate profile 250cc, catalog number 3501635, lot number 6944789. (B)(4).

Event description:
It was reported that a (B)(6) -year-old patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 250cc breast implants and experienced bilateral deflation. Deflation was diagnosed by ultrasonography. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate profile 250cc breast implants, catalog number 3501635, lot number 7589400 on (B)(6) 2018. This report is for the right side.

Manufacturer narrative:
Additional information received on 11/3/2018 indicated the date the problem was observed was (B)(6) 2018 on (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination, mentor product analysis lab observed the device severely rented; it was received in two parts. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since the device was found severely rented. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).